Event description:
It was reported that the pt was admitted to the hospital with increased spasticity. Throughout november & december, the pt's dose slowly increased from 900 mcg/ml to 1100 mcg/ml; all without any pt improvement. The dose was then decreased to 1050 mcg/ml and a few days later, the pt came in with unspecified signs of an overdose. The pump was reprogrammed to its minimum rate and the pt recovered; however, 16 mls was aspirated from the reservoir when the expected reservoir volume was 3 mls. The pump was refilled and reprogrammed at that time. Then at the last refill, they found the entire 18 mls left in the reservoir. The pump was replaced. It was reported that post replacement, the therapy was working and the pt was doing fine again.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is completed.